Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 8045757. Medical device expiration date: n/a. Device manufacture date: 2018-02-14. Medical device lot #: 7340604. Medical device expiration date: n/a. . Device manufacture date: 2017-12-06. Medical device lot #: 7152652. Medical device expiration date: n/a. Device manufacture date: 2017-06-01. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for missing label content on lot #¿s 8045757, 7340604 & 7152652. Investigation summary: customer returned photos of an 8mm, 31g pen needle and shelf carton from lot # 7152652. No photos or samples were returned from either of the remaining lot numbers. Customer states that the boxes do not have the expiration date on them. The attached photos were examined and exhibited the shelf carton from lot # 7152652 without the expiration date. This lot as well as the other reported lot numbers did not have the expiration date printed on the shelf carton until the second quarter of 2018. All of the reported lots were manufactured before this time. No defects were observed on the samples shown in the photos. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles are missing label information. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: (B)(4). It was reported that boxes do not have the expiration date on them. Verbatim: pharmacist emailed bd employee asking for expiration date information on below lot number. Informed bd employee boxes are not noted with exp date until into 2018. Still recording as complaint per email request. ¿ 8045757 ¿ feb. 14th, 2018 o exp ¿ feb. 14th, 2023 ¿ 7340604 ¿ dec. 6th, 2017 o exp ¿ dec. 6th, 2022 ¿ 7152652 ¿ june 1st, 2017 o exp ¿ jun. 1st, 2022.